Manufacturer narrative:
Physio-control supplied parts information to customer for repair.

Event description:
Customer inquiry regarding parts information for device keypad. According to the reporter, the keypad is worn, so that to turn the device on the on button has to be pressed several times before the device will turn on. There was no pt associated with the reported event.